Event description:
As reported, "item constantly reboots." The issue found during a procedure (therapeutic). There was no patient harm reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted performed full inspection and left unit running for a while and it does not reboot by itself. Could not replicate customers request (reported issue), finished full inspection and there is no fault found. No physical damage on the unit noted. Review of error log however, found error e433 appears in log, this can cause unit to restart automatically and it is intermittent. Service repair noted and recommended generator board replacement. Below are information from legal manufacturers investigation report: investigation results by legal manufacturer: the investigation is based solely on the information provided by the customer and the sbc (service business center). The product was sold on 10 september 2013. The occurrence of the error message e433 was reported. The sbc confirmed the error in the error log. However; during the inspection carried out, the reported error could not be duplicated, which means it is unlikely that the generator board was the cause of the e433 error message. It should be mentioned that a defect in the generator board is always a permanent error and only one of the temporary errors listed in the technical cause could be the cause. Kindly note that the inspection result provided by the sbc is plausible. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid july 2020. Additional information: in general, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However; in case of uncertainty, suspected components should be tested in a test unit. Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. DHR (device history records) review: a manufacturing and quality control review was performed for device wb91051w with serial number (B)(4). There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all. Olympus will continue to monitor complaints for this device.